Event description:
Boston scientific received information that four hours post implant, this right ventricular (rv) lead was unable to sense appropriately and was found to have dislodged. A revision procedure was performed; the helix on the lead was unable to extend back into position. The lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. Upon receipt the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found that the lead helix mechanism failed to retract. It was also noted that dried blood was found in the helix housing laboratory testing was unable to reproduce the reported clinical observations as the laboratory could not confirm dislodgment or sensing issue but confirmed helix retraction difficulty most likely due to blood in mechanism. The lead was archived at boston scientific.